Event description:
The patient required a staged procedure. The first procedure was performed to treat coronary artery disease, an ascending thoracic aortic aneurysm, and an aortic arch aneurysm. No gore devices were used in the first procedure. Following the first procedure, the patient had multiple complications. The second procedure was performed to treat a descending thoracic aortic aneurysm. Two gore tag thoracic endoprostheses were successfully implanted. Following the final ballooning of the devices, one gore tag thoracic endoprostheses moved and became separated from an elephant trunk graft, which resulted in an endoleak. Attempts were made to correct the endoleak; none were successful. The patient's condition deteriorated requiring multiple attempts at resuscitation. The patient expired at the end of the procedure.

Manufacturer narrative:
Please note: two gore tri-lobe balloon catheters were involved in this event (bc2640/lot #04981455 and bc2640/lot#04981455). This event involves two gore tag thoracic endoprostheses, please refer to medwatch # 2017233-2007-00289. This event involves two 24 fr gore introducer sheaths, please refer to medwatch #2017233-2007-00290.